Manufacturer narrative:
Initial reporter phone number: (B)(6).

Event description:
It was reported that the generator's touchscreen was uncalibrated during a procedure. As a result, the procedure was abandoned and the physician performed an opioid infiltration instead.